Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with needle of syringe outside cap/shield in polybag.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with needle of syringe outside cap/shield in polybag.

Manufacturer narrative:
Investigation summary: customer returned (2) 1cc, 13mm, 30g syringes (1 loose, 1 in an open poly bag from lot # 6076775. Customer states that the needle of the syringe is outside the cap/shield and it is very risky since the personnel who use it can be cut or injured, a situation that already presented with a person who got hurt opening the package. Both returned syringes were examined and both exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 6076775. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "probable root cause misalignment on the shielder dial causing the needle to bend and go through the shield. Capa226773 was initiated for bent cannula and cannula separates. This was batch was made prior to any implementations of that CAPA."